Event description:
In 2000, the facility's infection control coordinator informed the distributor's sales representative of the following: the device would not irrigate. A chest x-ray documented a portion of the catheter had broken free and traveled to the right atrium. This portion was retrieved during a radiological procedure. The device was removed in a surgical procedure. No further details were provided.